Event description:
It was reported the patient was returning from the or (operating room) after having s/p CABG (status post coronary artery bypass graft) x 2, with epicardial wires connected to the epg (external pulse generator). Upon arrival, it was noticed that the device was not working and had an error reading on it. Another device was used. The device was sent to the biomed, but the biomed could not find anything wrong with it. The staff said the error occurred when the device was powered on, so another device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event.